Event description:
A user facility returned the olympus asset, maintenance unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connector socket in front was worn out. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the power switch's protective cover with a crack and found the plastic cap with a cut mark. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the cracked protective power switch cover could not be determined, however, the issue was likely the result of wear and or user handling/mishandling. In addition, the following non-reportable malfunctions were found during the device evaluation: - front connector socket worn out. Olympus will continue to monitor field performance for this device.